Event description:
During product evaluation by baxter personnel, a colleague infusion pump experienced a failure code 550:320:844:0000 on power up. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. The user interface module software version is unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was not identified. No further testing has been completed at this time and no repairs have been performed, as the referenced device has been removed from service. A follow-up MDR will be submitted if additional information is obtained.